Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The reported event is confirmed through evaluation of returned product. Visual examination of the returned product identified signs of use as well as wear and tear. The attaching end of the device has light scratches. The shaft of the reamer has scratches along its length. The head of the reamer has scratches and has cracked in 4 places on the end. Measured overall length and verified product identifiers to confirm the device is conforming to print specifications. The device has a possible field age of approximately 10+ months. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the glenoid reamer fractured while following the correct surgical technique. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.